Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued for the force bipolar instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, when applying energy on a skeletonized vessel the single port force bipolar (fb) extended range instrument did not achieve coagulation although appropriate tones were heard. The "white connection" was missing. The surgeon needed to open the jaws of the fb instrument to apply energy. Superficial coagulation was possible, only if there was no tissue in the clamp (i.e. Opened clamp over the length of the vessel) or when the bipolar was not closed but this way no hemostasis was achieved after coagulation. The jaws of the fb instrument opened and closed with no abnormalities. As a result of this event, prolonged surgery of less than 15 minutes and an estimated 150ml of blood loss was observed. The procedure was completed using the same fb instrument to which the surgeon applied monopolar current on the bipolar clamp to achieve hemostasis.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and was found to deliver energy intermittently. Visual inspection was performed and no damage to the conductor wire was observed. The instrument was tested on an in-house system. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Energy delivery was tested and failed. The instrument was observed to only deliver energy when the grip tips are open and fails when the grip tips are closed. The instrument passed the electrical continuity test.